Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(6) 2015, s2d, tdk158826v: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert were met, and the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, 14 non sustained tachycardia episodes with v-v intervals greater than 220 milliseconds from 06 to (B)(6) 2015. Lead failure predictor first triggered on (B)(6) 2015 for ventricular short interval counts (sic) and non-sustained tachycardia episodes. Rv pace impedance at approximately 447 ohms through (B)(6) 2015, jumps out of range by (B)(6) 2015. Concomitant medical products: 429888 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that during use of right ventricular (rv) lead, a lead integrity alert (lia) triggered due to short interval counts (sic) and high rate non sustained episodes. The patient was examined under fluoroscopy, suspecting lead fracture, dislodgement and loose pin but no conclusive cause was identified. As the rv lead impedance was unstable, the patient remained under observation. Approximately one day later, an alert triggered due to increased lead impedance. It was also reported that rv lead increased sic counts were observed. A rv lead revision procedure was recommended however, the physician decided to monitor the patient for the time being as the patient's condition did not seem good enough for lead revision. Approximately two weeks later, the rv lead impedance was observed as high. The patient remained under monitoring, however, increase in threshold was observed and a lead revision was planned. Approximately, one day later the implantable cardioverter defibrillator (ICD)'s extracted due to the rv lead appeared to have no obvious issue, indicating that performance issues were due to loose pin. The rv lead remains in use. No patient complications have been reported as a result of this event.